Event description:
It was reported that the 9900 system had no fluoro during testing the system for accidental loss of power. After plugging the system back in the system rebooted but would not produce fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.